Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending (lad) artery with heavy calcification and moderate tortuosity. After, lesion preparation with a cutting balloon and rotablation, a xience alpine stent was implanted at the target lesion. Then, the 2.25x23mm xience alpine stent delivery system (sds) was advanced to the target lesion; however, the stent dislodged, and the dislodged stent was not able to be found and remained in the patient. A third xience alpine stent was then attempted to be advanced; however, resistance was noted with the anatomy and the shaft of the third sds became bent. Therefore, the third sds was removed from the patient. There was no adverse patient sequela and no clinically significant delay reported in the procedure. A fourth xience alpine stent was implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection analysis was performed on the returned device. Device dislodged or dislocated was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported stent dislodgement and patient effect(s), cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the stent delivery system¿s (sds) stent dislodged during use. Analysis of the returned device confirmed the reported stent dislodgement. Crimp marks were noted between the markers, indicating the stent was originally placed correctly. Factors that may contribute to a stent dislodgement during use include, but are not limited to, forced sheath removal, handling of the stent during preparation, interaction with challenging anatomy, and/or interaction with accessory devices. In this case, based on the information provided, and the findings of return analysis, it cannot be determined what resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.